Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak was found in the tubing for a rapid infuser after rapid infusion was initiated. The leak was found during infusion at the y-junction of the tubing. A new tubing was primed and connected to the infuser after the old tubing was discarded due to the leak. However, a leak was found in the new tubing as well. No harm to the patient was noted except that the patient received cold blood instead of warm blood. Both tubing sets were discarded by staff. There was patient involvement, and no patient harm/adverse event reported.